Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation on her back under the therapy electrodes of the lifevest. The irritation was described as open sores from the wires rubbing against the patient's skin. The patient's doctor approved application of an antibiotic cream and the usage of (B)(6). Follow-up indicated that the irritation had improved.